Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination of lead, it was noted that there was noise on the right ventricular (rv) lead which led to oversensing and inhibition of cardiac pacing. There was non-sustained right ventricular oversensing (nsrvo) noted during the interrogation. Programming changes were made to the lead. The patient was in stable condition.